Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that they fixed the insulin pump this morning. The customer was assisted in checking her fill history and she did not have a fill amount for today. The customer declined to troubleshoot for high blood glucose. The customer reported hat the blood glucose was at 400mg/dl and something caller has 2.8 active insulin and stated her blood glucose is now 376mg/dl. The insulin pump will not be returned for analysis.